Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Reportedly, customer's blood glucose level was 533 mg/dl due to eating food and going to sleep without delivering a bolus. Customer asked that tandem technical support be on the telephone while customer delivered a bolus. The customer delivered a 4 unit bolus successfully. Customer indicated that no further assistance was necessary.